Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure in the left anterior carotid artery (aca) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached two smart coils in the target vessel. While attempting to advance a new smart coil through the microcatheter, the smart coil unintentionally detached. It is unknown if the detached coil was removed or implanted. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.